Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after exchanging the diagnostic 6 fr sheath for the starclose se sheath, there was no bleed back control. The hemostatic valve appeared to have totally collapsed. The physician re-wired the vessel and removed the starclose device. Hemostasis was achieved with a second starclose se device. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.